Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in an adult female patient who had essure (batch no. B30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and normal delivery. Concurrent conditions included perineal pain, uterine enlargement and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping), painful cramping") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy to remove the essure) and surgery (nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately about 3 coils were noted to be around the ostia and 3 to 4 coils out of the left outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("abnormal bleeding ( menorrhagia)") in an adult female patient who had essure (batch no. B30422, b30422) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous and normal delivery. Concurrent conditions included perineal pain, uterine enlargement and menometrorrhagia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping), painful cramping") and abdominal pain ("abdomen pain"). The patient was treated with surgery (she had hysterectomy with bilateral salpingectomy to remove the essure) and surgery (nova sure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: approximately about 3 coils were noted to be around the ostia and 3 to 4 coils out of the left outside the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, new events pregnancy with contraceptive device, menorrhagia, vaginal haemorrhage, dysmenorrhea, abdominal pain and device ineffective added. Outcome for the events pelvic pain, dysmenorrhoea and abdominal pain added as recovering / resolving. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.